Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 329 mg/dl. The user performed a manual calibration, completed a supply change, and resumed insulin therapy. No outside medical intervention was required.